Event description:
Event description boston scientific crm received information that this right ventricular lead was unable to capture the myocardium. The lead was surgically abandoned during the revision procedure and was successfully replaced with a competitor's model. No adverse patient effects were noted.